Event description:
Healthcare professional reported ¿microscopic rupture of prostheses revealed by analysis of the anatomopathological sample¿. This record is for right side. Device has been explanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.